Event description:
It was reported that inflatable penile prosthesis (ipp) had performance issues. Physician tried troubleshooting in office but it did not work. Patient underwent a surgical procedure to explant his ipp. Upon removal, a hole in the cylinder was identified causing a fluid loss. No adverse patient effects.